Manufacturer narrative:
(B)(4). Date sent: 10/28/2021. Additional information: this is an analysis of one audio submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: only audio was added to complain. It can be heard that a picture was going to be taken along with an omg exclamation. However, the complaint could not be assessed as no picture of the device was provided. Based on the audio the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was this an open or mis procedure? Where was the stapler fired? Was it fired to create gastric tube or the anastomosis? Confirm if the leak was at the esophageal? How was the anastomosis created? Where on the gastric tube was the anastomosis formed? Was there any pre-op chemotherapy or radiation? Where specifically was the leak located?.

Event description:
It was reported that after a esophagectomy the day after the patient was tachycardic so surgeon brought them back into the or. Inside found one whole section missing staples and completely open with no evidence of any staples. (Can see closer staple line ). Team leader says he may have used an endo gia, and surgeon says it was a psee60a with a blue reload. No records of what device or lot number was used as case went off with no complications. Surgeons both reported no abnormalities while firing device, no feelings, sounds or concerns during the surgery. No more information on what was used can be provided. Pictures and video of the next day repair is all we have. Patient is ok now 1 week later at last check with the surgeons.